Event description:
Pt reported that in 2006 and 2 days later, she needed to administer straight insulin injections to reduce her blood glucose. She reported that for the past three weeks her blood glucose has been elevated. The pt reported that her blood glucose red "hi" (typically> 600 mg/dl). She reported feeling nauseous, vomiting and urinating often. She reported that she could not reduce her blood glucose levels. The pt stated that 2 days later, she had a seizure. She stated that she did not take her blood glucose reading at that time. She ingested 10 glucose tablets and went back to sleep. Later that day , she went to see her physician adn was admitted to the hosp. Her blood glucose value was 550 mg/dl . She was released from the hosp 2 days later. The pt reported that her blood glucose values have started to read "hi" again and feels that the infusion device is not working accurately. The pt was advised to use her back up infusion device. Product was requested to be returned.